Manufacturer narrative:
Retainer ring: clear. Customer complained on (B)(6) 2021 that he/she was changing the batteries and received pump errors 28, 3, and 81 in the process. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, required tests, download using thus, confirmation of the date/time of the customer's complaint, alarms, or pump errors using the adapt program, cutting open the case, visual inspection for moisture damage, swapping cases/boards to isolate the cause of failure. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test because the vibrator didn't vibrate when it was supposed to. No pump errors 28, 3, and 81 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any pump errors 28, 3, and 81 have occurred in the past. The adapt tool reveals that pump error 28 occurred @ (B)(6) 2021 09:42:25.000, pump error 3 occurred @ (B)(6) 2021 03:35:15.000, and (B)(6) 2021 09:44:01.000, and pump error 81 occurred @ (B)(6) 2021 09:42:25.000. The customer received a 58=failed battery test @ (B)(6) 2021 09:44:05.000 and inserted a battery @ (B)(6) 2021 09:55:01.000. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After taking the both boards pcba1 and pcba2 out of the case and inserting them into a known good case, the vibrator did vibrate during the self test. Since the white power line leading from the j7 connector to the battery board in the test case seems to be intact, the lack of vibration is isolated to the vibrator itself. In summary, although no pump errors 28, 81, and 3 occurred during testing, the customer did get a pump error 28, 81, and 3 around the time he/she was changing the batteries. The unit fails because the vibrator doesn't work. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.